Event description:
Discordant, falsely low calcium (ca) and magnesium (mg) results were obtained on one patient sample on a dimension vista 500 instrument. It is unknown if the discordant results were reported to the physician(s). A new sample was obtained from the patient and was tested on the same instrument, resulting higher for both methods. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca and mg results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cause of the discordant, falsely low ca and mg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.